Event description:
The biomed reported "the pump did not infuse 276.145ml medication although the logs show 276.145ml was infused." Pt was receiving experimental chemo drug, could not confirm if closed system device was also used during infusion. The biomed evaluated the function of the pump module and found it was infusing properly. There was no harm or medical intervention. Although requested, no add'l pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The device has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.